Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator was reported to have low o2 (yellow light) and alarm is not functioning. This was due to the sieve beds leaking that led to the malfunction.